Manufacturer narrative:
The permanent cautery spatula was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) replicated/confirmed the customer reported complaint. The instrument was found to have a broken monopolar yaw pulley and the entire monopolar yaw pulley was missing as a result of the breakage. The missing piece was approximately 0.776 x 0.153 inches and included the yaw pulley, ceramic sleeve, spatula and conductor wire. Additional observation(s) not reported by site: the instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece measuring roughly 0.283" x 0.209" in size, was not returned. The clevis did not show abrasions or scratches on the outer surface. However, components adjacent to the broken clevis show damage. The monopolar yaw pulley that sits inside the distal clevis was broken completely off. The distal pulley was broken. A piece measuring roughly 0.228" in diameter was not returned. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Images associated with this reported event were submitted for review which show the yaw pulley pivot pin is broken off and the distal clevis ear is broken causing the separation of the distal idler pulley and spatula from the rest of the sub assembly. .

Event description:
It was reported that during a da vinci-assisted myomectomy, the permanent cautery spatula instrument spatula broke off at the wristed tip. The surgeon was moving laterally, retracting with the cobra grasper instrument in one hand and dissecting the uterus with the permanent cautery spatula in the other when the tip broke off in a "clean break" and became stuck inside the tissue of the uterus. After the break, the staff tried removing the instrument, but it would not come out and it was eventually removed with the cannula. The procedure was converted to open to retrieve the tip of the instrument. There were no reported collisions that may have caused the damage. Intuitive surgical, inc. (Isi) attempted follow-up, however, no additional information was provided.